Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for weakness and anemia. Hemoglobin was 8.2 upon admission and international normalized ratio of 3.7. Aspirin was put on hold. Patient received 2 units of packaged red blood cells. Gastrointestinal was consulted on (B)(6) 2020. Patient had a positive heme stool. Esophagogastroduodenoscopy and colonoscopy were unremarkable on (B)(6) 2020. Patient was discharged home on (B)(6) 2020.